Event description:
Information received indicates the head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valves. He replaced the hydraulic valves to repair the bed.